Manufacturer narrative:
Investigation: customer complaint is related to clogged needle due to a possible foreign matter; not possible to confirm since no sample neither pictures were provided. DHR inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine nº2103 (october 21-23rd, 2017) during which 58 visual inspections were carried out with zero defects noted. Needles were assembled in machine nº4407 and comes form two assembled batches: #7292260: (october 21-27th, 2017) during which 259 visual inspections were carried out with zero defects noted. #7276333: (october 5-21st, 2017) during which 297 visual inspections were carried out with 1 rejection noted (#(B)(4)) related to fm in shield which would not affect reported defect. Epoxy batches: i672502874, i672574078 and i672140790. Cannula batches: #7237205 and 7209023." Based on available information, since we were unable to duplicate or confirm the indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined. No corrective action is required at this time. (B)(4).

Event description:
It was reported that when using a bd microlance¿ needle to draw liquid from a vial, there seems to be foreign matter blocking the ability to withdrawal. There was no report of exposure, injury or medical interventions.